Event description:
The customer contact reported that silicone sleeve of an unspecified clave port came out. The tubing set was being used to deliver an unspecified medication. After an unspecified length of time, it was reported that the nurse went to administer an unspecified medication through one of the ports on the tubing set and discovered that the silicone sleeve came out and was hanging out of it. No specific details were provided. The customer contact reported that there was a delay in therapy when changing the tubing set; however, there were no reported adverse pt effects and no medical interventions were reported. No additional info was provided.

Manufacturer narrative:
The customer indicated the device was discarded. Investigation is not complete. This report represents all info known by the reporter upon query by hospira personnel.